Event description:
During a tfn right femur fracture procedure, surgeon was inserting the helical blade, and it would not advance through the short nail past the flutes, surgeon tried to remove the blade and it became stuck in the nail. Surgeon decided to remove the blade and nail on a lateral aspect. Surgeon replaced with a long tfn nail, a new helical blade and used cerclage wire to complete the procedure with no further problem. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.